Manufacturer narrative:
(B)(4). The device history review for the product hp ti small 10/cart 180/box w/tape, lot number 73g1500302 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the clips used were not stable on the vessels and fell down from the vessel's stump; there were several bleeders not easily managed especially the ones coming from the right side of the heart. The patient's condition was reported as fine.